Event description:
During inspection of the nm600 series rails and screws, it was found that more than two radial blade to radial cart screws were loose. No detector fall event and no injury was reported. The loose screws in question may impact the radial drive by creating a gap between the radial blade and the radial cart that might lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. A f/u report will be submitted once investigation results are available.